Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed inside the sheath. During preparation for an ablation procedure, a polarsheath steerable sheath was selected for use. While preparing the device, air entered the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.